Event description:
During surgery, the clavicle pin broke at lateral thread junction and at the medial thread junction. The locking nuts were not inserted and the pin was left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.